Manufacturer narrative:
Investigation results: the handpiece was received by conmed linvatec and an evaluation performed. An investigation for this failure mode is still in process. This product will continue to be monitored for failures. There are no injuries associated with this failure. A review of product history for two years found one similar problem.

Event description:
The customer reported that during an acl surgery, the drill became hot, smoke started to come out the bottom of the handpiece, and then the handpiece quit working. There were no injuries associated with this event.